Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had no picture on, only flicker. The issue occurred during preparation for use, there was no patient involvement.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure flicker was confirmed, but no picture was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occur olympus will continue to monitor field performance for this device.